Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. - litigation papers allege that patient has been experiencing severe pain, discomfort, and inflammation in the thigh and groin due to large amounts of metal ions and particles being released into patient¿s blood. Patient also experiences a popping and snapping sensation in the hip joint when walking or moving to and from a sitting position. Additionally, patient experienced loss of mobility. Due to patient¿s chronic pain, discomfort, and other symptoms, patient will likely undergo revision surgery to replace the implant. Doi: (B)(6) 2006 - dor: none reported (left hip) patient is a resident of (B)(6). Update - der received from sales rep indicates that patient was revised 4/12/2012 to address extremely high levels of cocr in blood greater than 200, and is now having heart problems believed to be from metal-on-metal hip. Osteolysis was also reported. Update: (B)(6) 2013 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, metal debris, increased metal ions (confirmed by lab results form (B)(6) 2011), and an osteolytic cyst. There was no mention of osteolysis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:(B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).